Event description:
It was reported that the battery of this insertable cardiac monitor (icm) was suspected to be depleting prematurely. The error message for end of service appeared on the phone for the device and analysis confirmed the device battery was depleted. Device replacement was recommended. The device was explanted and a new device was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the clinical observation of an error message for end of service appearing on the phone for the insertable cardiac monitor (icm) for premature battery depletion. The device case was opened and visual inspection revealed no irregularities. Testing found that the battery had depleted earlier than expected. When connected to an external power source, the device passed all tests and operated normally. No high current drain or other device anomaly was identified during analysis. Although the error message was caused by a depleted battery, laboratory analysis was unable to reproduce the condition that caused the battery to deplete prematurely. The investigation is being tracked under ncep-00140073.

Event description:
It was reported that the battery of this insertable cardiac monitor (icm) was suspected to be depleting prematurely. The error message for end of service appeared on the phone for the device and analysis confirmed the device battery was depleted. Device replacement was recommended. The device was explanted and a new device was implanted successfully. No adverse patient effects were reported.

Event description:
It was reported that the battery of this insertable cardiac monitor (icm) was suspected to be depleting prematurely. The error message for end of service appeared on the phone for the device and analysis confirmed the device battery was depleted. Device replacement was recommended. The device was explanted and no new device was implanted. No adverse patient effects were reported.